Event description:
The physician was unable to attach the endoflator because the hub of the cypher stent delivery system was cracked. The physician completed the procedure with another cypher select + 3.00x33mm sds. There was no damage to the packaging or the pt.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stent. The product has been received for evaluation. However, the engineering analysis is not yet complete. Add'l info will be submitted within 30 days of receipt.